Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the cable broke/snapped, and the chair would not lock.